Event description:
Report received from (B)(6) stating that the device does not work. The device was being used during surgery. It is known that no patient/user injury or medical intervention occurred. It is unknown if a delay occurred during the surgical procedure. The date of the event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).